Event description:
It was reported to philips that the energy output of the capacitor was low. There was no patient involvement. The customer called and spoke with a philips representative. The reported issue was confirmed and it was determined that the capacitor needed to be replaced to resolve the reported issue. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. A replacement capacitor was ordered to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.